Event description:
It was reported that the patient presented for replacement of the right atrial lead due to high capture threshold and high pacing impedance. During the extraction procedure a large piece of cardiac tissue was inadvertently removed. The patient required pericardiocentesis, and the atrial lead was not replaced. The patient was recovering.